Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unit was received with cracked and bleeding on lcd glass, broken reservoir tube lip, missing reservoir retainer, missing reservoir tube o-ring, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump had a cracked case. The insulin pump was accidentally dropped and now the screen was completely cracked. Customer's blood glucose level was 9.8 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.